Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Device interrogation of the implantable cardiac monitor was unsuccessful. The patient returned to clinic on (B)(6)2020 and the device was reprogrammed and interrogation was successful. Patient was asymptomatic throughout event.